Event description:
On (B) (6) 2010, the surgeon moved the ipg pocket from the pt's buttock to the pt's abdomen and electively replaced the ipg. The existing leads were re-used and two extensions were added to accommodate the new location of the ipg. It was reported that the pt fell off of a 4 to 5 foot ladder last month. On (B) (6) 2010, it was reported that the pt feels a dull pain across their back when stimulation is on and a tingling in their legs and lower back. The pain goes away when the ipg is turned off. X-rays were taken that showed one lead migrated down 1.5 vertebral levels, and one extension is partially pulled out of the bottom of the ipg header.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.